Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she had some issue with the sensor. The customer's blood glucose was 463 mg/dl at the time of incident. The customer stated that she felt sick. The insulin pump will not be returned for analysis.